Event description:
It was reported that the device began leaking blood from the gas outlet port, three hours into extra corporeal lung support. The device was replaced with another. No reported patient effect. (B)(4).